Event description:
A healthcare professional reported with a description of the plunger did not advance the intraocular lens and became clogged during surgery. The surgery was performed and completed after replacing the product with another one. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned in an opened blister tray. The lock out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced to nozzle entry and is advanced under the lens. The lens is advanced to just past the lens bay and is misfolded. We are unable to determine the root cause for the reported complaint plunger did not advance lens and became clogged. Plunger underride was observed. Plunger underride may occur if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non qualified viscoelastic. Material properties of non qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens. If the operating room temperature is too high (more than 23 degree celsius or 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).